Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. Oversensing could be reproduced with isometric exercises. The patient was symptomatic, however no complications resulted from it. The lead was capped and replaced on (B)(6) 2018 without any complications. The patient was released from the hospital the next day on (B)(6) 2018 in his baseline state of health.